Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, fluoro images post procedure showed severe paravalvular leak (pvl) requiring post-dilation. However, the valve was over-expanded and moved towards the left ventricular outflow tract (lvot). It was decided to implant a second 26mm sapien 3 ultra slightly below the annulus, to fix the previous valve. However, the 26mm sapien 3 ultra valve also had sever pvl requiring a third valve. The team decided to implant a surgical valve. The valve was successfully implanted and the patient was in a good condition.

Manufacturer narrative:
Correction to h6 based on additional information. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for deployed valve exhibits paravalvular leak and thv migration were unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'second valve was implanted also with nominal value, and it was positioned shortly below the annulus, to fix the previous valve. Because the 26mm s3u also had huge pvl a third valve was implanted.' Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under sizing. Based on provided description, this was the second deployed thv positioned 'shortly below the annulus' in order to secure a previously migrated thv (in the lvot). This may suggest that the thv was positioned too ventricular prior to deployed. Per the training manual, 'position thv with bottom of center marker at base of cusps or slightly above,' which will ensure the final valve position of 80/20 to 90/10 (aortic/ventricular). The resulting low seated pvl skirt could prevent the thv from properly sealing against cardiac tissue, resulting in paravalvular leak. As such, available information suggest that procedural factors (malpositoned thv) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.